Manufacturer narrative:
The affected pump returned from the customer was tested by the contract manufacturer. Zyno medical received the evaluation report from the contract manufacturer on 10/28/2019. The reported "back flow" issue couldn't be repeated. The flow rate accuracy is within the ±5% specification. The complaint couldn't be confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2019-00021).

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected pump to perform the investigation.

Event description:
On (B)(6) 2019, zyno medical received a complaint from a distributor. The distributor stated that a user facility representative reported this complaint to them on (B)(6) 2019. The user facility representative stated that when pump 503102 performed an infusion, some of the patient's blood backed up into the line. She stated "they had blood back flow up into the primary line. They changed the tubing and it happened again, so they changed the pump and it worked fine." She later followed up stating "it went all up the primary line into the bag of saline. We had the chemo on a primary y sited into a primary line of saline." A patient was involved but no patient harm or injury was reported. The device operator was a rn. The medication used was cabazitaxel.